Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, patient experienced with posterior capsule opacification (pco) and the iol was rotated. A grade 2 pco was identified after 3 months post-operative. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Event description:
Additional information has been received and stated that stated that the grade 2 pco at 3 months, iol was rotated axis from 12 degrees to 30 degrees, concerned regarding the lens material verses cartridge material causing the lens to be slick and rotate. The surgeon noticed cartridge material adheres to posterior surface of les requiring removal with irrigation and aspiration but that can sometimes be difficult. .

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of serial number. G.8. Manufacturer report number corrected and reported under 1119421-2025-01468. Additional information was provided in a.2., a.3.a., b.2., b.5., b.6., b.7., d.1., d.6.a., d.3., d.4., d.6.a., g.1., h.4., h.6. And h.11. The manufacturer internal reference number is: (B)(4).